Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation of low flows and an internal fault. The event log captured low flow events on (B)(6) 2022. Some of the events were brief and did not generate an alarm. These occurred at times when the pulsatility index (pi) was elevated. There was an internal fault associated with power increase and motor instability on (B)(6) 2022 at 10:45:36 and occurred over a 60 second period. The patient underwent a bovie electrosurgical procedure near the left ventricular assist device implant site. The use of the instrument in close proximity may have been associated with the internal fault.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed transient left ventricular assist device (lvad) internal fault alarms and a low flow hazard alarm. Although a specific cause for these events could not be conclusively determined through this evaluation, the account communicated that the lvad internal fault alarms may have been associated with the use of an electrosurgical instrument near the lvad implant site. The account communicated that the patient was undergoing a bovie electrosurgical procedure near the lvad implant site during the time of the lvad internal fault. It was noted that use of the electrosurgical instrument in close proximity may have been associated with the momentary lvad internal fault. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", warns that the use of electrocautery devices may temporarily interfere with heartmate 3 pump operation. This section also notes that when electrocautery has been discontinued, there is no interference with pump operation. The safety testing and classification section of the IFU states that if the heartmate 3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.